Event description:
Healthcare professional reported a right side rupture. Additionally healthcare professional observed during surgery "creases", "creases associated with hole" and "hole on patch side". Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified an extended opening. From the photographs it is not possible to determine that there are folds in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Additionally healthcare professional observed during surgery "creases", "creases associated with hole" and "hole on patch side". Device has been explanted and replaced.